Event description:
Pt underwent aortic valve replacement and single vessel coronary artery bypass. Post operatively pt returned to surgery for re-exploration of mediastinal bleeding. Pt coded nine days later and expired. Pt also had tia the day before. During autopsy on 05/2002, a phrenic nerve pad was noted to be retained in the pericardial space adjacent to the heart.